Event description:
I received breast implants (mentor silicone memory gel) (B)(6) 2016. Soon after my implants surgery I started to get rashes on my body. They started under breast and trailed down my stomach. I have progressively gotten worse and now have spot over many parts of my body that appear to be acting like psoriasis ( diagnosed by dermatologist with psoriasiform dermatitis). I am also losing hair and having joint pain and stiffness issues. I also lost a baby of (B)(6) 2017 due to unknown reasons. I¿ve had an onset of this bad health since the implants were placed. I¿m very concerned that the implants causing these issues. I have requested a sample of the implant and have an allergist to see if we can determine if there is an allergy.